Event description:
Pt augmented in 1970's. Had them replaced in 1990's with mcghan silicone implants 240cc. Now presents with baker grade iiii capsular contracture on right side & grade iii on left side. In 2006, pt underwent bilateral capsulectomy & implant removal. Implant removed intact - no rupture or apparent bleed: pt augmented with mentor silicone gel implants 250cc. Disposed of in biohazardous waste box per pt instructions.